Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event the controller not displaying pump parameters was unable to be confirmed. The heartmate ii system controller was not returned for analysis, and a log file was submitted (c9250956) for review that showed events spanning approximately 60 days (24jul2023 ¿ 23sep2023 per timestamp). There were no notable alarms active in the log file. Additional information provided on 12oct2023 stated the serial number of the controller was unknown, and that the controller was not exchanged and therefore would not be returned. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the heartmate ii system controller due to no serial number being provided. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for pump stops. The controller was reported to have been exchanged due to "not communicating with the pump" as the patient reported not to be able to see their ventricular assist device (vad) numbers. The driveline did not show any signs of concern, but the patient remained on batteries or ungrounded cable since their recent splice. The current recent driveline did not show any obvious areas of concern including kinks or twists. The patient experienced dizziness at the time of the alarms and was reported not to be a surgical candidate, hence, was started on palliative dobutamine. There was reportedly no room to perform additional percutaneous lead repair. The log files captured 34 pump stops and 30 low speed advisories on (B)(6) 2023 and (B)(6) 2023 with speed drops as low as 0 rotations per minute (rpm). In the past, this type of behavior has been liked to a potential issue with the percutaneous lead. The issue appeared to be occurring while the vad was connected to batteries or the power module. In order to prevent further interruption in support, it was recommended to keep the vad connected to battery power until further investigation is completed. The submitted x-rays did not show any area of concern. It was also noted that the log files captured a yellow wrench indication with a replace controller message which could have been the reason for the patient to perform a controller exchange. Related MFR # for the pump: 2916596-2023-07200.